Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens failed to inject, resulting in the patient being left aphakic. The patient will require an additional surgery to undergo implantation of a replacement iol. The additional information received identifies that there was resistance immediately upon starting injection. Injection was completed outside of the patient's eye and the optic and haptic were both found to be broken following completion of injection. Within the rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone trifocal rao603f batch 073221015 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distrbution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone trifocal rao603f batch 073221015. The device has not been returned to rayner. The report of resistance immediately upon starting injection is indicative of a blocked lens. Per the IFU, injection should be discontinued.

Event description:
On 11th december 2024, rayner received notification from its distirbutor in russia of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that the lens got stuck in the injector resulting in the patient being left aphakic and requiring an additional surgery to undergo lens implantation.